Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Hm showed ra lead imp >3000, programmed vvi. Patient reports lead was turned off a couple weeks after implant due to noise and cxr was normal. During ICD change out, physician tightening both set screws on this lead. After adjustment, lead impedance was 450 with threshold of 0.7v. Numbers stayed consistent. Device remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.